Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. A1114 mayfield infinity skull clamp was received with the lock having rotational and lateral movement and a residue buildup was present. This small amount of movement would not have caused a slippage when properly positioned. Unit needed new components added to replace worn internal parts. The reported complaint was not confirmed via inspection of the unit. Repairs could not duplicate slippage. Unit required general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 5 reports. Other mfg report numbers: 3004608878-2020-00717, 3004608878-2020-00718, 3004608878-2020-00719, 3004608878-2020-00720. A facility reported the patient slipped from the mayfield infinity skull clamp during an unspecified neurosurgery and had a small laceration on the head that did not require surgical repair. There was no known surgery delay. Additional information has been requested.